Event description:
It was reported that one of the patients spinal cord stimulation (scs) leads displayed high impedances. It was reported that the patient did not experience any symptoms or stimulation issue due to the high impedance. However, the patient wanted to have a magnetic resonance imaging (MRI) performed and therefore, the patient underwent a procedure in which the entire system was replaced. The patient was stable postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion? 16. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 17373102. UDI: (B)(4).

Event description:
It was reported that one of the patients spinal cord stimulation (scs) leads displayed high impedances. It was reported that the patient did not experience any symptoms or stimulation issue due to the high impedance. The patient underwent a revision procedure in which the leads and clik anchor were replaced. The patient was stable postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion 16; upn: m365sc2316700; model: sc-2316-70; serial: (B)(6); batch: 17373102; UDI: (B)(4). Brand name: click; upn: m365sc43160; model: sc-4316; batch: 17146841; UDI: (B)(4). Device history record review: a review of the manufacturing documentation for the leads and clik anchor revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: sc-2316-70 serial (B)(6): the returned lead sc-2316-70 serial (B)(6) was analyzed and revealed that the lead body was cleanly cut into two pieces approximately 39 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified during the product analysis. Sc-2317-70 serial (B)(6): the returned lead sc-2316-70 serial (B)(6) was analyzed and revealed that all cables were completely broken at the bent-kinked location of the lead. The bent-kink location is 2 cm near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. Additionally visual inspection revealed that the lead was cleanly cut into three pieces approximately 40 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Sc-4316 lot 17146841: the clik anchor was not returned for analysis, therefore, a physical analysis has not been conducted in our laboratory. The clik anchor is intended to secure the lead in place via a setscrew and suturing to tissue and does not have a therapeutic or active role in stimulation delivery. Based on its design and function, the anchor would not be expected to directly contribute to high impedance conditions. Labeling review: a product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Investigation conclusion: based on all available information, engineers concluded that the high impedance measurements were caused by a lead fracture (sc-2316-70 serial (B)(6)). The investigation confirmed that the cause of the reported complaint fractured cables due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor.